Manufacturer narrative:
With the available information, boston scientific concludes product investigation confirmed the reported observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no set screw marks on the terminal pin. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The returned electrode was subjected to and passed all returned product testing. The electrode behavior was attributed to an unintended use error caused or contributed to event.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to suspected conductor fracture. This lead was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to suspected conductor fracture. No additional adverse patient effects were reported.